Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: 3rd follow up attempt-additional information requested from customer: what shape were clips that did not close together properly? If scissored clip, did clip cut structure? Any bleeding or leakage from structure? If bleeding, please quantify. Any change to procedure or post-op patient care? No ¿ additional clips applied what vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Were there any feeding issues experienced with the device? Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Did anything unexpected happen prior to this incident? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not close together properly. This happened from first firing. Three clips were removed and same device was used to complete case. Customer said unknown if fired over another clip or hard structure. It is unknown if any resistance was felt or noise was heard during firing. There were no patient consequences reported.